Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12475 it was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the right coronary artery. A 1.2x6mm non-bsc balloon catheter was advanced but the balloon ruptured. Another 1.5x10mm non-bsc balloon was advanced but also ruptured. The device was exchanged with a 1.5x15mm apex balloon catheter. When the device was inflated at 18 atmospheres, the balloon ruptured. Another 2.0x15mm apex¿ balloon advanced but during inflation at 16 atmospheres, the balloon ruptured. The device was completely removed from the patient. Finally, a 2.0x15mm balloon catheter was able to dilate the lesion. A non-bsc stent was successfully deployed. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an apex balloon catheter. The balloon was loosely folded. There are numerous hypotube and shaft kinks. The tip is damaged. Inspection of the device presented no other damage or irregularities. Functional testing was carried out by attaching an inflation device filled with water to the hub of the complaint device, and inflating the device to rated burst pressure (rbp). The apex device inflated and held pressure for 5 minutes without leaking. The rbp of the complaint device is 14atm. The reported information indicates the device was inflated to 16atm; therefore, the apex catheter was inflated above rbp. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12475. It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the right coronary artery. A 1.2x6mm non-bsc balloon catheter was advanced but the balloon ruptured. Another 1.5x10mm non-bsc balloon was advanced but also ruptured. The device was exchanged with a 1.5x15mm apex balloon catheter. When the device was inflated at 18 atmospheres, the balloon ruptured. Another 2.0x15mm apex balloon advanced but during inflation at 16 atmospheres, the balloon ruptured. The device was completely removed from the patient. Finally, a 2.0x15mm balloon catheter was able to dilate the lesion. A non-bsc stent was successfully deployed. No patient complications were reported and patient's status was stable.